Event description:
Patient implanted with pangea at l4-l5 and l5-s1; follow-up x-rays revealed the rod on the right appears to have migrated cranially out of the locking cap at s1. Patient has no discomfort and appears to be fusing well. The surgeon will continue to monitor the patient and has no plans to explant. This is the second of three reports for this event.

Manufacturer narrative:
Information was not provided during initial report. Additional information has been requested. Implant date reported as (B)(6) 2009. Device was not explanted. Manufacturer and 510k/PMA cannot be determined without a part number. Manufacture date can not be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.